Manufacturer narrative:
The insulin pump passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. The device was also found with cracked battery tube threads, cracked select button on the keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the left arrow button was hard to press and unresponsive. The customer blood glucose level was 161 mg/dl. The customer was assisted with troubleshooting. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was a response from a button. Customer states pressing menu button takes them to the menu screen. Customer states using the up arrow allows them to navigate screens. Customer states using the down arrow allows them to navigate screens. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer stated that insulin pump said did not had a reservoir, customer change the set and it said again. Customer states they did self-test and insulin pump passed. Customer states they did functional check and insulin pump passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.